Manufacturer narrative:
Product event summary: it was noted analyzer pacing cable tested for functionality and passed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: dtbb1d1, cardiac resynchronization therapy - defibrillator. Product ID: d314trg, cardiac resynchronization therapy - defibrillator. Product ID: 419488, lead. Product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the psa (pace sense analyzer) cables, analyzer, and programmer failed to pace during a generator change on a dependent patient. Patient had been pacing off analyzer for approximately 5 minutes, when all of the sudden, patient went into asystole. The company representative increased output to 10 volts and there was still no capture. Patient experienced approximately 30-45 seconds of asystole before external pacing pads went into effect. Different instrument/programmer/external device used. The programmer and analyzer were returned for evaluation and repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.